Event description:
It was reported that an unknown failure occurred on the homechoice device during of peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A visual inspection was performed with no issues noted. Functional testing included simulated therapy, electrical safety testing, and calibration with no issues related to the reported problem. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported problem. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The alarm log did indicate a check lines and bags alarm, which was determined to be the reported issue. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.